Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and installed a new main board. All calibrations, uvt (user verification tests)/ovp (operational verification procedure) were performed. The unit is working without issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator failed exhalation flow transducer and was auto-cycling prior to patient use.